Event description:
The customer added that the reported event occurred after a diagnostic procedure. Prior to starting the procedure, the customer inspected the device with no anomalies. The procedure was completed with no delay, using the same device.

Manufacturer narrative:
The device was properly reprocessed according to the IFU procedure before being sent in for evaluation. This report is being supplemented to provide additional information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign materials found in the air/water cylinder and the nozzle, other evaluation findings are as follows: the switch could not be pressed down smoothly due to damage on switch#2; the grip, the forceps channel port, and the connecting tube were scratched; the air/water cylinder and the suction cylinder were discolored; switch#2 and the suction connector were damaged; the control unit was discolored due to water leakage; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the light guide lens was cracked; and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had an unspecified image problem. There was no report of patient harm. The device was returned, evaluated, and a whitish foreign material was found inside the air/water cylinder. Additionally, there was black matter inside the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections gif/cf 165 series operation manual chapter 3 preparation and inspection. Gif/cf 165 series operation manual 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported the device was used for a diagnostic procedure. The procedure was completed with no delay, and there was no need for an instrument change. The endoscope was inspected prior to use. Device was reprocessed before sending it in for repair.